Manufacturer narrative:
(B)(4).

Event description:
It was reported that the physician had difficulty implanting the lead, subsequently a lead break was noted during implant. The lead was not used and a new lead was placed successfully. The patient was stable post procedure.